Event description:
It was reported that during an unknown procedure, the metal screw on the top of the handpiece broke off. A new hand piece was retrieved and the case was finished without delay. There was no reported patient consequence.